Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on the distal left anterior descending artery (lad). Following predilatation with a 2.0 nc balloon, a 16 x 2.50mm synergy drug eluting stent was deployed. Following stent deployment, dissection was noted in the mid lad. Another stent was deployed to cover the dissection and complete the procedure. There were no further patient complications, the patient was stable post procedure and fully recovered.